Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cannula was bent and had caused to go high above 400 mg per dl. The person with diabetes had since changed out the set and resumed insulin. The event occurred while in use with patient. There was no patient injury.

Manufacturer narrative:
Correction: the reporting become aware date and g3 - date received by MFR submitted on initial report reference number 3012307300-2026-01527-00 was 14-jan-2026 h3 and h6. Codes: updated. Device evaluation: received one (1) used cadd cleo infusion set. As received the canula on the base was observed to be bent at 90 degrees. The complaint of bent canula can be confirmed. The probable cause is unknown. A device history record review could not be performed as the lot number was unknown.